Event description:
Distal humerus fracture, surgeon tried to place an additional screw in an area where screw were already inserted. During this procedure, the drill broke and about 2 cm of the drill remained in the bone.